Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by customer that during use of intra aortic balloon pump, catheter restriction alarm was displayed. When the pump was turned to 1:2 fom 1:1 for weaning, a catheter restriction alarm occured. The nurse called for troubleshooting. Troubleshooting options were provided through phone. She stated she would call back if she had further issues. No call back received. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, d4 (exp date and UDI), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d4 (lot), d7a, d10. No decon or visual inspection performed since product was not returned and could not be evaluated. A nurse called to inquire troubleshooting steps for a catheter restriction alarm. She noted that the alarm occurred when the pump was switched from 1:1 to 1:2 ratio during weaning. Troubleshooting options were provided during the call and the nurse did not call back for a follow up. The catheter restriction alarm triggered by flow dynamics change during weaning (1:1 to 1:2 ratio), potentially indicating sensitivity to catheter positioning or line resistance. Based on the event description, this was an educational call and the trouble shooting seems to have worked since there was no call back from the nurse with any further issue. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to an issue or failure, but solely to guide the healthcare provider in operating the iab correctly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.